Event description:
During a total abdominal hysterectomy, it was rptd the case went well and incision lines were dry upon closing. The 1st post-op day, the pt's hemoglobin dropped to 6. The surgeon reoperated and found bleeding at the round ligament. It is unknown how the bleeding was controlled. 4/23/97 rep rptd the re-op occurred on 4/16/97 (2nd post-op day), pt 39 y.o., original procedure was tah, bso with mmk, dob 11/11/57, pt with pmx endometriosis, implant; round ligament larger than normal per surgeon, pre-op as he was out of town. Pt received 2 units packed cells, pt was discharged 36 hours later, hgb 9.3 after surgery. Bleeding was controlled with suture ties.